Manufacturer narrative:
The involved probe and introducer were thrown away at the hospital. The device history records of ref ip1p lot 206252 were reviewed and did not reveal any anomaly that could explain the reported event. Without actual device to analyze, the complaint is unverifiable and its exact root cause could not be determined. Device identifier ip1p (B)(4). Manufacturing date (11)180115. Expiration date (17)190115.

Event description:
A clinical trial administrator reported on behalf of the customer that the ip1p (kit containing cc1.p1 and the ip1 introducer) had a broken of extension tube when assembling to the introducer after magnetic resonance imaging (MRI) on (B)(6) 2019. Device broke at the joint level. The kit was taken off for the MRI. The probe was working before disconnection. Replacement of the probe with another one was reported. The device was not kept for evaluation.